Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on the left side, essure segments that were found fractured were removed completely') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral proximal partial salpingectomy with in situ essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: (as per mr) date: (B)(6) 2020- procedure performed: 1. Bilateral proximal partial salpingectomy with in situ essure removal. Resection of the scar tissues and isthmicinterstitial reanastomosis of bilateral fallopian tubes. 2. Spatulated isthmic- interstitial reanastomosis of the right fallopian tube in a u-v fashion. 3. Spatulated isthmic- interstitial reanastomosis of the left fallopian tube in a u-v fashion. 4. Intraoperative chromopertubation. Bilateral patency of the fallopian tubes at the end of the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on the left side, essure segments that were found fractured were removed completely') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral proximal partial salpingectomy with in situ essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: (as per mr) date: (B)(6) 2020 procedure performed: bilateral proximal partial salpingectomy with in situ essure removal. Resection of the scar tissues and isthmicinterstitial reanastomosis of bilateral fallopian tubes. Spatulated isthmic- interstitial reanastomosis of the right fallopian tube in a u-v fashion. Spatulated isthmic- interstitial reanastomosis of the left fallopian tube in a u-v fashion. Intraoperative chromopertubation. Bilateral patency of the fallopian tubes at the end of the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.